Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump got stuck in loop pf calibration and they had low blood glucose level of 49 mg/dl. The customer treated with carbs. The customer declined to troubleshoot for low blood glucose. The customer's blood glucose was 110 mg/dl. The insulin pump will not be returned for analysis.